Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. As the customer was not with the contact when tandem technical support was called, troubleshooting to determine a possible cause of the occlusion was unable to be performed.